Event description:
The customer was performing type and screen qc testing on the ortho provue analyzer and reported that they observed the probe leaking, dilution cup overflowing and the wash station was dripping.

Manufacturer narrative:
The customer was performing type and screen qc testing on the ortho provue analyzer and reported that they observed the probe leaking, dilution cup overflowing and the wash station was dripping. Contamination of reagents and samples occurred as a result of this incident. The customer reported that the instrument did not post any error messages. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, a potential misclassification of patient / donor type and the possible transfusion of incompatible blood may occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.